Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the leading haptic was stuck on posterior optic, that was difficult to pry away. The surgery was completed on the same day. There were no issues with prepping of company product, company viscoelastics, not cold and not prepped too early. Additional information has been requested and received stating that the surgeon had managed to pry the haptic away eventually. There was no patient harm.